Event description:
It was reported that the device illuminated the service icon. Physio-control evaluated the device and found that the device intermittently displayed the "service" message on the screen and locked up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system/memory pcb assembly and determined the cause for the malfunction to be a temperature sensitive ic chip, u5, on the memory pcb assembly.